Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and primary left inguinal hernia thereby underwent repair with implant of 3dmax mesh right (device #1) and 3dmax mesh left (device #2). Per op notes, ¿on the right side the pre-peritoneal plane was dissected out and a 3dmax mesh (device #1) was placed. On the left side the sigmoid colon was adherent to the anterior abdominal wall and was dissected free. A 3dmax mesh (device #2) was placed and secured with protack.¿ (B)(6) 2017 - patient presented with abdominal swelling, the previous "hard"/indurated area behind umbilicus previously felt to be a hematoma was now completely resolved. (B)(6) 2017 and (B)(6) 2022 - patient had multiple hospital visits for chronic groin/flank pain, testicular swelling, with no recurrent hernia noted. Gabapentin, co-dydramol were prescribed for pain. Also, patient felt ¿mesh may have migrated, heard a pop and it was said that the mesh must have split¿. (Note, there is no mesh migration/split was identified during examination by physician).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Per medical records review, about a month post implant of 3dmax mesh, the patient was diagnosed with a hematoma thereby underwent medical treatment. Hematoma formation is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2017. This supplemental MDR represents 3dmax mesh (device #1). An additional supplemental MDR has been submitted to represent 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. This MDR represents 3dmax (device #1). Another MDR is submitted to represent 3dmax (device #2). Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to a post-op complication. Per medical records review, about a month post implant of 3dmax mesh, the patient was diagnosed with a hematoma thereby underwent medical treatment. Hematoma formation is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2017. This supplemental emdr is submitted to document additional information indicating the patient was diagnosed with a hernia recurrence. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the post implant recurrence. Hernia recurrence is a known risk of hernia repair surgery and is a labeled possible complication in our instructions-for-use supplied with the device. Recurrence is considered foreseeable and clinically acceptable in terms of patient benefit when treated with mesh. This supplemental MDR represents 3dmax (device #1). An additional supplemental MDR has been submitted to represent 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and primary left inguinal hernia thereby underwent repair with implant of 3dmax mesh right (device #1) and 3dmax mesh left (device #2). Per op notes, ¿on the right side the pre-peritoneal plane was dissected out and a 3dmax mesh (device #1) was placed. On the left side the sigmoid colon was adherent to the anterior abdominal wall and was dissected free. A 3dmax mesh (device #2) was placed and secured with protack.¿ (B)(6) 2017 - patient presented with abdominal swelling, the previous "hard"/indurated area behind umbilicus previously felt to be a hematoma was now completely resolved. (B)(6) 2017 and (B)(6) 2022 - patient had multiple hospital visits for chronic groin/flank pain, testicular swelling, with no recurrent hernia noted. Gabapentin, co-dydramol were prescribed for pain. Also, patient felt ¿mesh may have migrated, heard a pop and it was said that the mesh must have split¿. (Note, there is no mesh migration/split was identified during examination by physician).